Event description:
In this event it is reported that a palodent v3 univ 2 ring broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: 3-2-2026: product not returned, image in case depicts 1 v3 palodent universal blue ring (new and improved v5 design) with broken tyne. Overmolding date codes are no legible with the image provided. DHR and retain evaluation will be conducted. (Nwv). Retain: 3-2-2026: final product retains are not kept as per normal procedure. Retains from overmolding item#: 759870, lot#¿s: 09329088 & 09329089 were reviewed and inspected per 0290-ip-7.5-60-58 and were found acceptable. (Nwv). DHR: 3-2-2026: DHR for item#: 659760v, lot#: 09739334 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 univ 2 ring refil. Work order: (B)(4) is the packaging work order which utilized 2 over-molding of the springs to rings production work orders/runs of item: 759870 (v5 ring universal - palodent) lots in which were 09329088 (produced 12-2024) & 09329089 (produced 12-2024). Dhrs for each molding work order have also been pulled, reviewed, and attached to this case. DHR review did not identify any issued during production with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-60-14 & 0290-ip-7.5-60-58. (Nwv).